Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the blood glucose readings and sensor readings had a big difference and the insulin pump was alarming thresh hold suspend. Customer stated that the sensor was reading 60 mg/dl while the blood glucose readings were 200 mg/dl. Customer stated that she has had bent cannulas in the past. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.